Event description:
This is a report of a patient who experienced peritonitis. On an unknown date, the patient had a break in aseptic technique, which was further described as the patient did not wear a mask or clean their area before starting therapy. On the same day as the on set, the patient was hospitalized for the event and began treatment with vancomycin and fortum (1 gm, ip (in each bag), routes and frequencies not reported). At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the labelling for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.